Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during device setup. There was no patient or user harm was reported. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the field service technician troubleshot the device, and after checking all the connections, checking that the ribbon cable was attached to the touchscreen, and checking with another display from a different device, the field service technician confirmed the touchscreen was faulty. The field service technician therefore ordered the replacement touchscreen, and upon receiving the new part, the field service technician performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.